Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device had a false battery depletion alert due to multiple magnet applications. A review of device downloaded memory was done by technical services and it was confirmed that the battery has recovered. The device remains implanted. There were no adverse patient effects.